Manufacturer narrative:
Additional information: h6: conclusion code. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), systemic anticoagulation should be used during the implantation procedure based on hospital and physician preferred protocol. If heparin is contraindicated, an alternative anticoagulant should be considered.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. Also were involved tgu454520j/0294386 UDI# (B)(4). A gore® tri-lobe balloon catheter was also related with the cerebral infarction. The medwatch# 3007284313-2019-00356 report was emailed on november 21, 2019 to cover this device. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair.

Event description:
On (B)(6) 2019, the patient underwent an urgent procedure for a thoracic aortic aneurysm rupture using a gore® tag® conformable thoracic stent graft with active control system (ctag-ac), a conformable gore® tag® thoracic endoprostheses (ctag), a 24fr gore® dryseal flex sheath and a gore® tri-lobe balloon catheter. The patient was in shock when he was transferred to the hospital. Heparin was not used during the procedure since act (activated clotting time) was over 200. The ctag-ac was placed below the left subclavian artery and then the ctag was placed distally. Ballooning was performed to secure the stent grafts. The procedure was completed and the patient tolerated the procedure. Four or five days after the procedure (the exact date is unknown), the patient had difficulty speaking clearly and he felt dizzy. A CT revealed that the patient developed cerebral infarction. The physician decided to take a wait-and-see approach. As of (B)(6) 2019, the patient was still in the hospital. The physician stated thrombus was possibly caused since heparin was not used during the procedure and resulted in the cerebral infarction. It was also reported that the cerebral infarction was possibly caused by thrombus during ballooning.